Event description:
It was reported that the patient complains of hearing a "short buzzing noise" coming from the device four to six times per day over the past six weeks. It was further reported that the patient only hears the noise during the day. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found.